Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed an out of range signal that lasted for about 10 hours by (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.